Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). With every surgery, it is immensely difficult to decouple the instrument. Turn it back, a bit forward, until you have the desired position. This is unacceptable. At the last surgery, the instrument had become so wedged that it was not removable. Only with pliers etc., the instrument could be removed, but also destroyed.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope, panasonic dmc tz8 digital camera. First we made a visual inspection of the completely jammed instrument. There we found serious damages all around the locking mechanism and the rotary nut. In the next step we made a microscopic inspection of the locking mechanism. Here we found that the locking pin was jammed, and that the round pin was partially pressed flat. After we dismantled the instrument, we inspection the rod and the area of the locking pin. Here we found that both welding seams of the pin were broken and the locking pin was partially flattened. Batch history review: the manufacturing documents have been checked and found to be according to the specification valid during the time of production. There is one further complaint with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume, that the surgeon turned the rotary nut up to the stop. In this position the pin jammed the locking switch. The IFU points out that fact. This is reproducible with each sn(B)(4). We assume the surgeon tried to solve the problem with hammer and pliers. That was leading to a more strongly jamming and eventually to the destruction of the instrument. No CAPA is necessary.